Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). Further review found there was no reportable malfunction related to the subject device captured in this complaint. The initial MDR was inadvertently submitted as a reportable malfunction. The initial medwatch reported that the returned scope had a burn on the plastic distal end cover. However, this was incorrectly reported as there was no burn on the distal end cover. The subject device was returned, and no reportable malfunctions were found.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited a burned plastic distal end cover. There were no reports of patient involvement.